Event description:
Toward the completion of the ivtm therapy, 43 hours after the therapy started, the nurse noted an empty 500ml saline bag and the air trap alarm went off on the thermogard console. The icy catheter (lot# unknown) was removed and the catheter leak was observed by the customer. No consequences or impact to the patient. Current patient status: awake, tracking following commands, and moving all extremities. The console was verified to be functional.

Manufacturer narrative:
The zoll icy catheter was returned to zoll for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
Toward the completion of the ivtm therapy, 43 hours after the therapy started, the nurse noted an empty 500ml saline bag and the air trap alarm went off on the thermogard console. The icy catheter (lot #185797) was removed and the catheter leak was observed by the customer. No consequences or impact to the patient. Current patient status: awake, tracking following commands, and moving all extremities. The console was verified to be functional.

Manufacturer narrative:
The reported complaint of a leak on the icy catheter (lot #185797) was confirmed during functional testing. A bonding leak was observed at the distal end of the proximal balloon during the functional pressure leak test. The probable root cause could be a latent defect at the bond. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100psi, a bonding leak was observed at the distal end of the proximal balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for a quattro catheter with lot number 185797.